Event description:
Boston scientific received information that during a follow up visit, the patient with this device reported hearing tones during the past few days. Interrogation revealed a fault code message that was able to be reset. An internal technical service (ts) consultant was contacted and recommended further interrogation including a manual capacitor reform. This was performed. All measurements were within normal limits. A save to disk and memory download were provided to ts. No adverse patient effects were reported. Instructions were provided to the patient if further tones were heard. The engineering assessment of the device's history confirmed a malfunctioning product. The manufactures recommendation would be to have the patient return for a replacement and return the explanted product for a post market evaluation. The patient is scheduled for replacement within the next two weeks.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
Subsequently, the device was successfully explanted and will be returned for laboratory testing. No resulting adverse patient effects reported.